Event description:
Pt undergoing cardiac catheterization and ventricular biopsy for suspicion of infiltrative cardiomyopathy. Biopsy forceps made downward lunge during third sampling. This caused cardiac tamponade and cardiac arrest. Pt taken to surgery for mediastinal exploration and repair of ventricular laceration.